Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer thought the pump was not working correctly. The customer's blood glucose (bg) level was 389 mg/dl. The high bg level was addressed with an injection of insulin and the infusion site was changed. The bg level was lowered to 263 mg/dl and was trending downward. Tandem clinical diabetes specialist discussed with the customer the use of other infusion sets.